Manufacturer narrative:
Correction: h4. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the use of a high-energy endo therapy accessory without sufficient distance from the distal end of the device. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Suggested event can be detected and prevented according to the following ifus: inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif-q260j ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope¿. Inspection method for the suggested event1 is described in the instruction manual (operation manual) for gif-q260j ¿chapter 4 operation 4.2 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects on the connecting tube and burn on plastic distal end cover. There were no reports of patient involvement.